Manufacturer narrative:
During evaluation and investigation, the implants were not available for analysis. The implants are not expected to be returned for the manufacturer review/investigation as they were disposed of by the user facility. The device manufacturing and inspection records were analyzed for the device. No deviations were noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a gorilla mtp plate broke post-operatively. A revision arthrodesis surgery was performed to remove the broken hardware on (B)(6) 2020.